Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014 explanted: (B)(6) 2015, product type: catheter. (B)(4)

Event description:
Information was received from a consumer in regards to a patient who was being treated with clonidine intrathecal (200 mcg/ml; 92.91 mcg/day), bupivacaine intrathecal (30 mg/ml; 13.937 mg/day), baclofen intrathecal (300 mcg/ml; 139.37 mcg/day), and morphine intrathecal (50 mg/ml; 23.229 mg/day) via an implanted pump. The patient experienced an infection and the pump was replaced on (B)(6) 2015. Diagnostics performed, the patient's outcome, the type of baclofen, baclofen lot number, concomitant drugs, and baclofen therapy dates (start and stop dates) were not reported; additional information has been requested, but was not available as of the date of this report.